Event description:
It was reported that the patient had a loss of therapeutic effect. It was stated that the device had not been working "for a while" and he could not adjust stimulation for the left side of the body. The patient denied any trauma. The patient last saw his physician "about six months" prior to the date of this report, regarding this issue and was told there could be "lead issue" and that the battery "could also be depleting." The patient was redirected to his health care provider. Three days later, an MRI (magnetic resonance imaging) technician indicated the patient needed an MRI for the head/brain. The caller reported the patient had an "abdominal gfi lab result" and that an MRI was needed to rule out a pituitary tumor. The health care professional reported the patient informed another staff member the device was removed and that the leads remained in the body. There was no additional information provided. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 7435, serial# (B)(4), implanted: (B)(6) 2008. Product type: programmer, patient: product ID 748925, serial# (B)(4), implanted: (B)(6) 2004. Product type: extension: product ID 389133, lot# j0428314v, implanted: (B)(6) 2004. Product type: lead: product ID 389133, lot# j0428244v, implanted: (B)(6) 2004. Product type: lead: product ID 748925, serial# (B)(4), implanted: (B)(6) 2004. Product type: extension: product ID 389133, lot# j0428314v, implanted: (B)(6) 2004. Product type: lead: product ID 389133, lot# j0428244v, implanted: (B)(6) 2004. Product type: lead. (B)(4).

Event description:
It was reported that the technician would not let the patient go in the MRI.

Manufacturer narrative:
(B)(4).

Event description:
The patient still has concerns regarding their device or therapy but has not sought further help.